Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evolutpro-26, serial/lot #: (B)(4), ubd: 17-jan-2019, UDI#: (B)(4). The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve with this delivery catheter system (dcs), the valve dislodged due to interaction with the dcs. When the dcs was being withdrawn, the dcs was not lifted enough and caused the valve to land high in the sinus of valsalva (sov). The valve was snared and a second transcatheter bioprosthetic valve was deployed with a second dcs at a good depth and in a good position. The patient was stable during the entire procedure. No adverse patient effects were reported.

Manufacturer narrative:
Angiographic records were submitted for review. The cines confirmed that the first valve was dislodged from the annulus. None of the cines confirmed the cause of the dislodgement. It was reported that the delivery catheter system (dcs) was not lifted enough during removal from the patient. Dislodgement of the valve by the distal tip of the dcs is related to operator technique or experience; the evolutr instructions for use (IFU) instructs the user: ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.